Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated low blood glucose events while using the ilet, with a nadir of 52 mg/dl, after which insulin delivery was paused and later resumed per guidance; the event was managed with fast-acting carbohydrates and bread with peanut butter, and no device alerts were reported during the episode. Symptoms included dizziness and irritability. Outcomes included nonserious effects that resolved with oral carbohydrate intake and monitoring without medical intervention or hospitalization. Investigation included user coaching on hypoglycemia management, temporary pause of insulin delivery, and follow-up confirming a blood glucose of 117 mg/dl and resumption of insulin. Investigation of this case revealed no reported device alarms or malfunctions and suggested cause unclear hypoglycemia managed by oral glucose and dietary carbohydrates. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.